Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(4) of peritonitis with (B)(6) and (B)(6) in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported and on (B)(6) 2011, the patient was discharged and recovering. Pd therapies were ongoing. The nurse stated the event was not related to pd therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd883082 with no exceptions or issues observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.